Manufacturer narrative:
RMA issued. Device eval showed that when connected to known good sys, the psu returned high geometry error for both active and passive instruments. The psu is out of calibration.

Event description:
A medtronic rep reported malfunction with treon psu (positioning sensor unit), often the sys does not charge; solid work was not possible. There was no pt present.